Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-december-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Technical support advised the customer to repeat calibrations. No further action is required. The most probable cause of the reported event was due to operator error.

Event description:
On (B)(6) 2016, a customer reported patient recovery was hight to low with the aia-600ii analyzer. The calibrator was faulty. The customer is unable to run e2 patient samples. Technical support addressed the reported event, which resulted in delayed reporting e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.